Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that doctor noted asymmetric lens vault with increasing astigmatism 3 months post implant. Trace pco and capsular fibrosis/striae in the periphery was noted. A yag procedure was performed to treat the capsular fibrosis/striae and vaulting. The surgeon indicated the likely cause of the event was capsule fibrosis. This event pertains to the patient's right eye.

Manufacturer narrative:
The lens was not available for evaluation as it remained implanted. The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. One retain sample from the same lot (7556211) was inspected and all measurements were found to be within specifications. Based on the information available, the root cause of the reported event could not be determined.